Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continued to be monitored.